Event description:
Analysis of the returned delivery catheter has been completed. The catheter was returned with blood on the inside and outside, and the stent graft was still loaded. The polyaryletheretherketone (peek) tubing was bent at the nose cone. The graft cover had a severe kink at the end of the hypotube, and a fold at the end of the torque handle. The graft cover was broken at the slide ring. The runners were found to be unevenly spaced. The observed kink in the graft cover may have increased deployment force and led to excessive longitudinal stress. The longitudinal stress most likely led to the breaking of the graft cover and the failure to deploy. Twisting the delivery catheter during insertion can cause uneven spacing of the runners.

Event description:
A 28 mm diameter x 16 mm diamter x 16.5 cm length aneurx bifurcated stent graft and its components were inserted in a pt for endovascular treatment of an abdominal aortic aneurysm on event date. Vessel morphology and aneurysm size are unknown. It was reported that the device would not deploy after cranking the reusable deployment handle 5 to 10 times. The physician removed the device from the pt and did not observe any anomalies on the device. Attempts at deploying the device outside of the pt were unsuccessful. The physician split the outer catheter in a further attempt to deploy the device, but was still unsuccessful. No problems were reported with reusable deployment handle. The pt was converted to open repair that day. No further info is available at this time. Receipt and analysis of the device by medtronic ave are pending.